Manufacturer narrative:
Product complaint # (B)(4). Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Mentor manufacturer's report number 1645337-2020-02170 is related to the same incident.

Event description:
This complaint is from a literature source. As reported in the literature publication entitled, ¿comparison of saline expanders and air expanders for breast reconstruction¿ (pmid: 31868761). 3 female patients who underwent breast tissue expansion using saline tissue expanders experienced necrosis.